Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the device "basically stopped working" and has 5-10 seconds before needing to use the bathroom. They added that they started on "1 point something" and increased to 4.1v "some time ago." They noted they are currently at 3.9v on program 1 and doesn't feel stimulation. The call center assisted the patient to change to program 2 and set stimulation to 3.6v where they felt stimulation comfortably. The call center suggested keeping a diary of stimulation settings and stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient had mentioned that they had a fall in (B)(6) and reported that it really hadn¿t helped in a long while. The patient called back and stated that they were still not getting any effect after 2 weeks and they wanted to attempt to make a change. While on the call, the patient changed to program 3 and increased to 5.0 however they were not feeling stimulation at all. The patient then changed to program 4 and they increased to 5.0 and were still unable to feel stimulation. As the patient was looking to be reprogrammed, patient services e-mailed the manufacturer representative (rep) whom the patient stated they had worked with in the past and advised the rep that the patient had a fall back in august and that they were not getting relief of their symptoms and that they were able to feel stimulation on one of four programs but it was not effective. There were no further complications reported.